Event description:
The lesions treated were the diagonal lad & the mid lcx. One endeavor stent (MFR report# 2953200-2008-00793) was successfully implanted to the diagonal lad & one endeavor stent (MFR report # 2953200-2008-00794) was successfully implanted to the mid lcx. Pt was asymptomatic at 30 day follow up. Pt displayed stable angina at 6 month follow up and was asymptomatic at 12 month follow up. A non-sudden cardiac death is reported to suffered from oespohageal carcinoma and died due to decompensation cordis and pneumonia. Investigation indicated that pt death was unrelated to the endeavor stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval: results: inherent risk of procedure (death). Other (pt suffered from oespohageal carcinoma and died due to decompensation cordis and pneumonia). Conclusions: (pt suffered from oespohageal carcinoma and died due to decompensation cordis and pneumonia).